Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the device fired , it failed? Yes, clips not formed properly, multiple clips fired out etc. Were the clips formed properly? Some, yes, others no . Did the device fire at all? Yes. Did the device fire clips and then jam? No. Was the clip placed on the tissue and then fell off? Yes on three different occasions.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon firing the clips, it failed. A second like device was used, but the same problem happened. A third like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. No multiple feed was noted during analysis. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.